Event description:
Cna was giving care to pt and had the pt roll to their left side, the bed tipped on to its left side and pt slip out of bed. The pt was not injured but was under observation for 48 hours.